Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report pericardial effusion requiring treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During steerable guide catheter insertion, a pericardial effusion was observed. One mitraclip was successfully deployed, reducing the mr to 1-2. The patient became unstable with hypotension due to the effusion and pericardiocentesis was performed resulting in a clinically significant delay in the procedure. After pericardiocentesis, the patient was stable. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the pericardial effusion was unknown as it was reported that the effusion was observed after the insertion of the steerable guide catheter (sgc) and was unrelated to the cds. The hypotension was due to the effusion. The reported patient effects of hypotension and pericardial effusion are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.